Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("in abdomen where essure coil was embedded"), device dislocation ("migration"), device breakage ("fracturing"), fallopian tube perforation ("perforation (fallopian tube)"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 825628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4. Concurrent conditions included multigravida. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient was found to have blood urine present ("blood in urine"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), irritability ("hormonal changes describe: irritable"), mood swings ("mood swings"), vision blurred ("can't focus"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("several uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal infection ("abdominal infection"), migraine ("migraines"), headache ("headaches"), rosacea ("rosacea"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), perineal pain ("perineal pain right side of abdomen") and pain ("on my right side above my hip"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have neoplasm ("tumor"), teratoma ("teratoma"), uterine neoplasm ("tumor on uterus") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation, device breakage, fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, irritability, mood swings, vision blurred, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, abdominal infection, migraine, headache, rosacea, nausea, dysmenorrhoea, dyspareunia, neoplasm, teratoma, uterine neoplasm, weight increased, perineal pain, blood urine present and pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal infection, abortion spontaneous, blood urine present, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hot flush, irritability, menorrhagia, migraine, mood swings, nausea, neoplasm, pain, pelvic pain, perineal pain, pregnancy with contraceptive device, rosacea, teratoma, urinary tract infection, uterine neoplasm, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events irritable, mood swings, can't focus, hot flashes , abnormal bleeding (general) , abnormal bleeding (vaginal, menorrhagia) , pregnancy (stillbirth or miscarriage) , several uti , apareunia (inability to have sexual intercourse) , in abdomen where essure coil was embedded , migraines / headaches ,rosacea ,nausea , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , tumor / teratoma / cancer type: tumor on uterus , pain , perforation (fallopian tube(s) , weight gain, lot number were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fracturing") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.